Event description:
It was reported that the customer experienced a blood glucose (bg) level of 676 mg/dl; cause of bg not known. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids, manual insulin injection, and heart medication. Reportedly, the customer left against medical advice on (B)(6) 2026 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.